Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd nexiva¿ closed IV catheter system leaked into the vein, causing the patient to become unwell. The patient's arm was treated with massage and a compression bandage, and monitoring was performed by the radiologist until the patient was deemed fit to leave. The following information was provided by the initial reporter: "this incident did involve a bd product but it was an extravasation so the product itself was not the root cause of the incident, rather difficult venous access. Occurred during dec 2022, cannulation via ultrasound using a nexiva cannula (18g). Sub-optimal, the patient was unwell. The incident / extravasion occurred at the end of the flow for the patient¿s vein. The pressure was 4.5 ml/second...I can confirm that the patient¿s arm was treated with massage and a compression bandage was applied to the area of extravasation. The patient was also monitored by the attending radiologist until they were deemed fit to leave the clinic.the root cause of the incident was the patient¿s co-morbidities (poor venous access).".